Manufacturer narrative:
(B)(4). Concomitant medical products: metasulâ®, head, s, ã¸ 32/-4, taper 12/14, item# 193205, lot# 2595879 metasulâ®, alpha insert, ii/32, item# 01.00010.709, lot# 2622158 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 extended offset, item# 65771101120, lot# 61915179. Report source¿ foreign ¿ australia. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00034, 0009613350-2023-00036. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent multiple left hip procedures due to infection and metallosis. Approximately 8 years post implantation the patient underwent a revision with a cement spacer implanted and subsequently, a second stage revision approximately 3 months later. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a1, a2, b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h10. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : device location unknown.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, b7, d2, d9, g1, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. The devices are used for treatment. Medical records were provided and reviewed by a health care professional. A review of the available records identified tissue debridement with extensive washout and ossification noted around the joint. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.